Manufacturer narrative:
Per email received from FDA on 29aug2025, block h10, related report number field, of medwatch 3500a was added to report 3012222873-2025-00003. Block g6 was also updated with the follow-up #1. Block h2 was also updated with a selection.

Event description:
Medwatch report (B)(4) was received from (B)(6) hospital on (B)(6) 2025 stating: during use the light turned red and an "err" code was displayed on the screen. Device was unable to be reset or used. The medwatch report stated that the device failure occurred in (B)(6) 2025. Checkpoint is unaware of the actual date of the event so 01may2025 was entered for b3. Checkpoint surgical received this complaint on (B)(6) 2025. This is the reason for the extended time between the awareness date in f6 below and this report.

Manufacturer narrative:
The device was not returned, thus the device was unable to be analyzed/tested. The exact reason for the event cannot be determined based on the information provided.